Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device remains implanted

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.0 diopter, into the patient's right eye (od) on (B)(6) 2016. On this date, the patient experienced low vault. The lens remains implanted. The patient is being closely monitored by the physician to determine whether the lens will be exchanged at a later date.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Corrected data: changed from adverse event to product problem. (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue on product. Visual inspection found the lens with residue on the lens surface and the lens having a curved shape.